Event description:
Pump declared an altitude alarm, and there was no adverse impact to the customer's blood glucose level. However, the customer's insulin delivery was suspended due to the altitude alarm condition. Technical support instructed the customer to clean the pump's speaker holes and provided guidance on reconnecting the cartridge. After following these instructions, the customer successfully resumed insulin delivery.